Manufacturer narrative:
The device history record, sterility and inspection records could not be performed per the normal process as no lot number has been provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The product was not returned for evaluation; consequently, no product evaluation was performed. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
It was reported the patient developed endophthalmitis after a procedure in which bausch + lomb devices were used. The cause of the endophthalmitis has not been determined. Additional information regarding possible treatment and patient outcome has been requested.